Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery (prca) with 90% stenosis, mild calcification and moderate tortuosity. The 4.0x8mm nc traveler balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use and was used for post dilation. However, the bdc had resistance with the anatomy during advancement and the balloon ruptured during the first inflation with the pressure of about 10 atmospheres (atms). There was no resistance during removal. Another same size nc traveler balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.